Event description:
Reference MDR #1219856-2010-00235 for the first event involving same pt. It was reported that while in the angiography room the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt's right femoral artery. The iab was inserted and positioned in the aorta with fluoroscopy without complications. After placement of the iab, the md noticed through fluoroscopy that the tip of the central lumen was fractured. As a result, the iab and the sheath were removed as one unit. The md made a request for a third iab and this iab was prepped and inserted through a sheath into the pt's left femoral artery. There were no reported pt complications. Additional info received on 03/24/2010 by arrow (B) (4) stated that there has been no report of excessive bleeding and the md used the teflon sheath.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.